Manufacturer narrative:
As per the contour control solution safety data sheet, the material in the contour control solution is not a hazardous substance. As per the toxicological information on the safety data sheet, the contact of the control solution with the eye may cause slight irritation. In the case of contact with eyes, the safety data sheet advises rinsing eyes immediately with plenty of water and to seek medical advice. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials, age, and weight were not provided. Since no product details were provided, no information was captured (model #, lot #, and expiration date), and the device manufacture date could not be determined.

Event description:
A customer called to report that he accidentally applied contour control solution to his eye. The customer did not allege any serious effects. No further event details were provided.